Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high and low blood glucose in august or (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was at 92 mg/dl at the time of the call. The customer had pneumonia that also led to their hospitalization. The customer was being given manual injections to control their diabetes while hospitalized. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer stated that her sets were all part of the recall and was requesting replacements. The insulin pump will not be returned for analysis.